Event description:
It was reported that multiple cartridges leaked insulin. Due to the lack of information on the blood glucose levels, it was not possible to determine if there was an adverse impact on the customer's blood glucose level. The customer reported having 10 leaking cartridges but was unable to provide a serial number for further investigation, and the device is not being returned. The customer changed the cartridges to resolve the issue. No additional information was provided.